Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of the not feeling stimulation was not determined. The most likely cause is unknown. Steps taken to resolve the issue were changing the mode and strength on (B)(6). The issue has been resolved as well as the patient's symptoms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they were having trouble with urgency that started yesterday morning (2023-mar-05). Pt stated this morning they noticed handset was charged fine but communicator needed to be charged. Pt reported now unable to get equipment to connect as handset only shows 100%. Patient services reviewed how to power on handset and pt successfully powered handset on. Pt stated they must have powered off handset by mistake as handset was not depleted. Pt stated they have always been ok so they assumed that their return of symptoms was due to the devices not communicating. Patient services reviewed external devices/therapy general use.  Patient services reviewed how to connect with ins to increase stimulation. Pt increased stimulation on current program to 7.0 but reported not feeling any stimulation. Pt stated they never really felt stimulation and denied any recent trauma to implant or falls. Pt confirmed when they had increased stimulation in the past they have increased stimulation to a point where they felt it a little too strong (almost painful) and then they were able to increase stimulation to a comfortable setting. Patient services reviewed how to change programs and pt increased stimulation on new program but stated still were not feeling any stimulation. Pt will monitor symptoms now that therapy change was made and will follow up with healthcare provider (hcp) if not seeing an improvement/to discuss symptoms.